Manufacturer narrative:
The customer¿s report that the pca demand doses were not delivered was not confirmed. Two pcu event logs and the customer¿s dataset were received for investigation, however details regarding the events were not provided. The pcu event logs were reviewed for the last pca module infusions. The log shows there was 1 pca request not delivered for pca module s/n (B)(4) due to the max limit. There were no pca requests not delivered for pca module s/n (B)(4). Although, the logs show 1 pca request was not delivered (due to max limit), it is unknown if this is the event the customer reported. The root cause of the customer¿s experience of pca demand doses not delivered was not identified.

Event description:
The customer reported that on multiple occasions, a pca demand dose would not be delivered even though it appeared it was within the time frame to safely give a dose. We are unable to determine why this is happening. There was no report of patient harm.

Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that on multiple occasions, a pca demand dose wold not be delivered even though it appeared it was within the time frame to safely give a dose. We are unable to determine why this is happening. There was no report of patient harm.